Event description:
The customer reported that the telemetry patient information was not displayed at the central for hours after the patient was connected to the telemetry unit, and that no alarms and events were registered, and no analysis of the patient heart was able to be conducted during that time. After the users exchanged the telemetry unity, real time monitoring was restored. No adverse patient impact was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The customer reported that the telemetry patient information was not displayed at the central for hours after the patient was connected to the telemetry unit, and that no alarms and events were registered. After the users exchanged the telemetry unit, real time monitoring was restored. No adverse patient impact was reported. Several attempts were made to clarify the specific issue the customer states was occurring, how monitoring continued at the bedside and the event logs for the time of the event however, this information was not made available. Therefore, further investigation into the event is not possible and a root cause cannot be determined. Should further information be provided the complaint will be updated with the additional information.

Event description:
The customer reported that the telemetry patient information was not displayed at the central for hours after the patient was connected to the telemetry unit, and that no alarms and events were registered, and no analysis of the patient heart was able to be conducted during that time. After the users exchanged the telemetry unity, real time monitoring was restored. No adverse patient impact was reported.